Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that a revision was required because the insert had lifted off the tibial baseplate and, therefore, an insert exchange was necessary. The original insert used was a sz3-4 18mm constrained insert and this was replaced with a sz3-4 30mm constrained insert. Post-operative x-rays look fine. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports a revision was performed to replace the poly insert due to it lifting off of the baseplate. Per email communication, post-operative x-rays look fine. However, the x-rays and op report have been requested, but not received. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy, abnormal loading of limb, abnormal motion over time, bone degeneration or fit/sizing. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.